Manufacturer narrative:
(B)(4). Visual inspection was performed using video received as part of this customer complaint, video shows water up into circuit. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Although the condition reported can be observed on video provided, there is no sufficient evidence to assure this issue was originated during the manufacturing process. Therefore the physical sample is needed in order to evaluate it and determine the root cause for the condition reported. (B)(6) facility will continue to track and trend this failure mode.

Event description:
The customer alleges that the column filled up and into the line and put water on the patient's face. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received (74b1600027) and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were encountered. All valves opened and closed freely, and the column did not overflow as reported in the complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the column filled up and into the line and put water on the patient's face. No patient injury or consequence reported.